Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6. Reason for reoperation: other-technical.

Event description:
Healthcare professional reported a right "hole on portion on where tab covers fill valve" and "plug strap separated' observed during surgery via rga. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed, one opening on the anterior side assessed as unidentified (tear) opening. (Shell thickness within specification). ¿ other -technical : not observed, plug strap is not separated. No additional observation. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional reported a right "hole on portion on where tab covers fill valve" and "plug strap separated' observed during surgery via rga. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.